Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 additional manufacturer narrative. The following was included in the narrative in error and should be excluded ¿ the returned battery cap was undamaged and able to fit securely to the pump. The following should be included instead - a test battery cap was used to complete testing and it was able to securely tighten to the pump with no visible yellow o ring showing.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The returned battery cap¿s height and width were within specification. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no power issues occurring therefore the investigation was unable to duplicate the initial ¿power¿ complaint. There was evidence of moisture corrosion observed in the battery compartment. The battery cap and cartridge cap were not returned with the pump and a test cap was used to complete the investigation.